Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported during a study conducted in (B)(6), titled: "clinical outcome of defect reconstruction using idrt single layer: results from a prospective multicentric trial;' implantation of the idrt sl in one step on (B)(6) 2013. On (B)(6) 2013 the graft did not succeed (loss of the graft from 20 to 100%). A new graft was performed on (B)(6) 2013. Add'l info was received on 07/04/2014. The implantation was in the foot, the graft did not succeed (loss of the graft from 20 to 100%) means partial split thickness skin graft (stsg) loss.